Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device still implanted.

Event description:
Patient said he is in pain 10 times more now than before he had surgery. X-rays show objects floating around the knee. The surgeon ordered a cat scan. Patient has medical records for stryker review.